Manufacturer narrative:
H10: for the reported event, lot number was provided, and lot history review was performed. The sample was returned for evaluation. Device detachment was confirmed for the device and inconclusive for the reported retraction issue, as device was returned detached and could not be tested for. A root cause has not been determined. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model atg80146 pta balloon dilatation catheter allegedly experienced retraction problem and detachment of device. The information was received from one source. One patient was involved with no reported patient injury. The male patient is 55 years old and weighs 250 pounds.

Manufacturer narrative:
For the reported event, lot number was provided, and lot history review being performed. The sample was returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use."

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model atg80146 pta balloon dilatation catheter allegedly experienced retraction problem and detachment of device. The information was received from one source. One patient was involved with no reported patient injury. The male patient is (B)(6) years old and weighs (B)(6) pounds.